Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. This occured in (B)(6). Consumer stated by email that she has had several tampons coming apart during removal. There have been 3 attempts ((B)(6) 2018) to follow up with consumer, but we have been unable to contact her. If we become aware of related adverse effect(s) on the consumer's health, we will submit a follow-up report.